Event description:
As reported by the study, two days after percutaneous coronary intervention (pci), the patient was re-hospitalized due to angina. There was no repeat angiography. The pt was found dead in bed two days later. It was considered a cardiac death. Sub-acute stent thrombosis was also suspected because of the sudden death. An autopsy was not performed.

Manufacturer narrative:
This patient presented to the cardiac catheterization unit with an acute non st elevation myocardial infarction within 72 hours of admission with an undetermined location. Left ventricle ejection fraction measured 30-50%. The patient's heart rate was 100. Pre-procedure troponin was less than two times above the upper normal limits. Three vessel disease was found. Pre-procedure medications included aspirin, clopidogrel and statins. Intra-procedure medications included aspirin, clopidogrel, both unfractionated and low molecular weight heparin. Pci was performed on a 75% de novo lesion in the proximal right coronary artery (rca) in a native vessel of 10mm in length in a 3.5mm vessel diameter. Pre-dilatation was done with a 2.5x11 mm balloon at 12 atmospheres (atm) before a 3.5x13mm cypher select plus stent was deployed at 12 atm with satisfactory results. Pci was performed next on a totally occluded saphenous vein graft lesion near the other obtuse segments of 100mm in length in a 3.5mm vessel diameter with moderate tortuousity of the proximal segment. The (type c) eccentric lesion was characterized with a smooth contour, angulation between 45 to 90 degrees, moderate calcification and thrombus present. Timi 0 flow was also recorded pre-procedure. The lesion was pre-dilated with a 2.0x15mm balloon at 12 atm before five overlapping stents were deployed. Three 3.0x33mm cypher select plus stents were deployed at 14 atm respectively, followed by a 3.0x28mm cypher select plus stent at 14 atm and finally, a 3.0x18mm cypher select plus stent at 14 atm, all with good results. Timi iii flow was restored post-procedure. The residual diameter stenosis measured 0%. Ck, ck-mb and troponin were less than two times above the upper normal limits at the -24 hour interval post-procedure. At the 24 hour to discharge interval, ck, ck-mb and troponin were all two times above the upper normal limits. The pt was discharged two days later. Post- procedure medications included permanent aspirin, clopidogrel for 6 months, statins, ace inhibitors and beta-blockers. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. This report also represents notification of three devices used in the same pt with the same catalog and lot numbers. They are also not available for testing and evaluation. Additional info rec'd will be submitted within 30 days upon receipt. This is one of six devices associated with this event that were reported under the following manufacturing numbers 9616099-2008-00319, 9616099-2008-00320, and 9616099-2008-00322.